Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at initial implant, the device could not be interrogated with the programmer. The device was not used and a new device was interrogated with the same programmer. The second device was implanted. No patient complications have been reported as a result of this event.